Manufacturer narrative:
The investigation determined the contaminated sample probe was the cause of the event. The contamination was consistent with improper pre-analytical handling. Preanalytics are within the customer's responsibility.

Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. The initial results were reported to the doctor who found many of the results were critical so the laboratory repeated the samples and corrected the results reported to the doctor. Sample 1 initial glucose result was 53.4 mg/dl and the repeat result was 93.0 mg/dl. Sample 2 initial glucose result was 44.8 mg/dl and the repeat result was 84.0 mg/dl. Sample 3 initial glucose result was 21.8 mg/dl and the repeat results were 92.3 mg/dl and 89.2 mg/dl. Sample 4 initial glucose result was 36.8 mg/dl and the repeat results were 87.2 mg/dl and 79.6 mg/dl. Sample 5 initial glucose result was 92.1 mg/dl and the repeat result was 136 mg/dl. The initial cholesterol result was 69.4 mg/dl and the repeat result was 179 mg/dl sample 6 initial calcium result was 6.10 mg/dl and the repeat results were 9.44 mg/dl and 9.56 mg/dl. The glucose reagent lot number was 601718. The cholesterol reagent lot number was 640736. The calcium reagent lot number was 601718. The expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer found contamination and stains on the sample probe and the cell cover. These were cleaned and quality control was performed and passed. The investigation is ongoing.